Event description:
It was reported that the rover power cord was heating up. No further info was provided by the user facility. Numerous attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection confirmed a bent pin on the power plug assembly. The cause of the damage is unk, but may be the result of mishandling. The rover was repaired and returned to use.